Manufacturer narrative:
(B)(4). MDR ref #: 3004824670-2010-00002 (bio-stratis st, bioabsorbable, acl femoral fixation implant).

Event description:
Procedure: knee. According to the reporter: during the reconstructive surgery, the guide pin that was being inserted broke and the patient allegedly underwent a second surgery to remove metal shaving. However, a 9 inch piece of the broken pin currently remains in her femur.